Event description:
It was reported that solution would not flow through the one-link of a one-link standard bore extension set from an unknown primary set. This occurred during priming with an unspecified solution in the anesthesia department for a gravity infusion and prior to patient connection. The reporter stated that there were "no kinked or bent tubes" and that "each luer lock was firmly engaged." There was reportedly patient involvement; however, there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The event occurred sometime within the three months prior to (B)(6) 2015. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.